Event description:
Report received of a patient being "very sedated" while the device was in use. The pump was programmed to deliver 1mg/ml of morphine with a 2mg pca bolus dose, a 6 minute patient lockout and a 4-hour limit of 40mg. The patient reportedly received 30mg of morphine in less then 2 hours. The patient was found unresponsive with decreased respirations, and a pulse oximeter reading of 23%. Four amps of an unspecified concentration of narcan were administered to the patient. The patient responded after the fourth dose of narcan with no reported adverse sequelae. The patient was given oxygen. Though requested, there was no further information available.